Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that "catheter observed to have a small white flap over tube exit on inside of chamber that is not usually there. Catheter observed to not be draining on ward for two hours, despite urine in line. Catheter not draining caused discomfort for the patient." No photos depicting the claim issue was submitted by complainant.

Manufacturer narrative:
Remove required intervention to prevent permanent impairment/damage (devices) to outcomes attributed to ae, as this is not applicable. A batch record review was performed. No non-conformance report related to complaint issue were initiated for complaint order during production. A non-conformance for ¿stop flow from patient to chamber¿ was initiated. On a base of the available information and investigation conducted the root cause for the issue ¿stop flow at different areas from patient to chamber was observed by hcp (health care professional) during product use¿ cannot be determined. The list of possible causes was determined. No systematic failures in manufacturing process were revealed. No samples were received. No pictures shown defect were received (only sketch). This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Additional information was provided informing the product was replaced and the patient was feeling better after product was replaced. A photograph was received identifying the area of the issue.